Event description:
Report received indicated that during an angioplasty to the internal carotid artery, there was hypoperfusion. The target lesion had moderate calcification, mild vessel tortuosity and 90% stenosis. The embolic protection device was deployed and lesion successfully treated with a stent. Post stent deployment the physician injected contrast to check the vessel's blood flow and found the filter obstructing the flow. Therefore the physician used a suction catheter to remove the debris sticking to the filter and was able to remove the filter safely without adverse consequence to the pt.

Manufacturer narrative:
This product will not be returned for evaluation and testing. Add'l information will be sent within 30 days upon receipt.